Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical product: dtba1d1 ICD, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after a device changeout procedure, lead alerts had triggered due to high impedance with the superior vena cava (svc) and right ventricular (rv) defib portions of the rv lead. In addition, there was an increase in rv pacing impedance. An x-ray was performed with no clear conclusion, and the patient was scheduled for a revision procedure. It was further reported that during the lead revision, the lead pins were removed and re-inserted into the header multiple times with the same abnormal impedance measurements. The physician then chose to replace the rv lead, however, venous access could not be accomplished. The lead pins were then re-inserted into header and device placed back into pocket. Measurements obtained with svc and rv coil impedances were found to be in normal range, and pacing impedance also returned to normal range. The doctor chose to close the pocket using the existing lead and implantable cardioverter defibrillator (ICD). The patient was referred to an outside physician for second opinion. The physician suspected a fracture and the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.